Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room with junctional rhythm. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.